Event description:
At 10 months after gamma3 long nail surgery, the patient slipped and fell while skiing. The nail was broken. The patient was revised on (B)(6) 2013.

Event description:
Ten months after gamma3 long nail surgery, the patient slipped and fell while skiing. The nail was broken. The patient was revised on 2013 (B)(6).

Manufacturer narrative:
Evaluation summary: reported event the returned device matched the report, and the event was confirmed. The review of the risk assessment for the failure mode indicated the issue was within tolerance, therefore, no corrective actions were deemed necessary at this time. No material or manufacturing faults could be verified. The received nail was completely broken in the bridges of the proximal drill hole for the lag screw. From technical point of view the nail broke in a fatigue fracture ¿ indicated by lines of rest and missing plastic deformation ¿ after an implantation period of app 10 months. Material damages indicated increased load application during the implantation period. The initial crack was originated in an area of the bridges were material damage had occurred intra operatively. Evaluation revealed evidence that the event was not linked to a deficiency of the device but was rather related to significant postoperative load application and presumably delayed healing of the fractured bone contributed by intra operative damage of the implant.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.